Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her one touch verio2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016 at 03:00pm she obtained a result of "131 mg/dl" on the subject meter which she felt was inaccurately high in comparison to a result of "107 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference in result satisfies lfs criteria for accuracy. The patient manages her diabetes by self-adjusting his insulin doses and continued to take her usual daily dose of lantus in response to the alleged issue. The patient reported that as a result of the meter issue she developed symptoms of "anxiety, sweating nervous and diarrhea" but could not specify when and that on (B)(6) 2016 at 03:00pm she visited her doctor's office where she was given a verio meter and had her blood glucose tested, but could not detail the results obtained. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient developed symptoms that meet lifescan's criteria of a serious hypoglycemic event after the alleged inaccuracy occurred.